Event description:
Information received from the field notes that the patient was symptomatic. Interrogation found the device in aair mode with dashes (---) for rate and refractory period. The device was reprogramed and measured data showed normal values. One week later, the device was found in aair mode. Microprocessor download and return to standard was accepted, but after removing the telemetry wand, the device reverted to aair with dashes (---).